Manufacturer narrative:
Product complaint # (B)(4). Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during a procedure, an enterprise2 4mmx39mm no tip vascular reconstruction device (encr403900, 9020397) was impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes. There was no patient injury reported.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Updated sections on this medwatch: b4, b5, d2a, d2b, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, during a procedure, an enterprise2 4mmx39mm no tip vascular reconstruction device (encr403900, 9020397) was impeded in the hub of a prowler select plus 150/5 cm microcatheter (606s255x, unknown lot) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes. There was no patient injury reported. Additional event information received on 29-jun-2025 indicated that there was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. The 10 minutes procedure prolongation did not result in a patient adverse consequence. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Catheter obstruction in patient with loss of cerebral target position is a known potential complication associated with the prowler select plus microcatheter. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.